Manufacturer narrative:
### A supplemental report is being submitted for device evaluation. Product event summary: the controller ((B)(6)) was not returned for evaluation. Log file analysis revealed one controller power up event, with an associated motor start event, logged on (B)(6) 2021 at 13:35:35. The data point prior to the loss of power revealed that (B)(6) was connected to power port one with 48% relative state of charge (rsoc) and a power adapter was connected to power port two. The data point recorded after the loss of power revealed that (B)(6) source was connected to power port one and (B)(6) was connected to power port two. The controller was without power for 34 seconds. Review of the alarm file revealed two controller fault alarms logged on (B)(6) 2021 at 13:31:27 and 14:08:58, indicating an issue with the internal battery. The reported low flow event was confirmed via log file analysis which revealed one low flow alarm logged on (B)(6) 2021. Two vad disconnect alarms, indicating physical disconnections of the driveline from the controller, were logged at 16:06:41 and 16:07:09, and three controller power up events without motor start events were logged on (B)(6) 2021 between 16:07:01 and 16:27:50, likely during troubleshooting. As a result, the reported events were confirmed. Log files also revealed that the controller was in use for more than two years. Based on the limited information available, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. A possible root cause of the initial controller loss of power event can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; a possible root cause of the reported controller fault alarm event may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit of the internal battery and/or a faulty internal battery charger integrated circuit. Additional products: d4: (B)(6) h6: img code(s): g04105 h6: FDA device code(s): a1412 h6: FDA method code(s): b15, b17 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d12 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for investigation completion. Product event summary: the controller (B)(6) was not returned for evaluation. Log file analysis revealed one (1) controller power up event, with an associated motor start event, logged on (B)(6) 2021 at 13:35:35. The data point prior to the loss of power revealed that (B)(6) was connected to power port one (1) with 48% relative state of charge (rsoc) and a power adapter was connected to power port two (2). The data point recorded after the loss of power revealed that (B)(6) source was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for 34 seconds. Review of the alarm file revealed two (2) controller fault alarms logged on (B)(6) 2021 at 13:31:27 and 14:08:58, indicating an issue with the internal battery. Two (2) vad disconnect alarms, indicating physical disconnections of the driveline from the controller, were logged at 16:06:41 and 16:07:09, and three (3) controller power up events without motor start events were logged on (B)(6) 2021 between 16:07:01 and 16:27:50, likely during t roubleshooting. As a result, the reported event was confirmed. Log files also revealed that the controller was in use for more than two (2) years. A possible root cause of the initial controller loss of power event can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Applicable risk documentation, experience with events of similar circumstances, and the available information were considered; a possible root cause of the reported controller fault alarm event may be attributed, but not limited, to a reduced charge capacity of the internal battery and/or a faulty internal battery charger integrated circuit. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Follow-up has been sent for additional patient information. If additional information is received a supplemental report will be sent. Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited controller fault alarms due to a depleting internal battery and an unexpected loss of power. The controller remains in use. No patient complications have been reported as a result of this event.